Event description:
It was reported to boston scientific corporation that a captivator snare was used for unknown procedure performed on an unknown date. During the procedure, one captivator small oval broke after one use. There were no patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of snare loop break.